Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was received for evaluation. A visual examination of the sample confirmed the condition of cut tubing. The root cause of this condition could not be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
During visual inspection of a sample returned by the customer, a cut was observed on the tubing. There was no patient involvement; therefore no patient injury or medical intervention. No additional information is available.